Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of persistent, evanescent and transient edema with low intensity like angioedema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects. The patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional reported that a patient was injected in the glabella, vertical lip lines and marionette lines with juvéderm ultra¿ xc. A topical anesthesia with lidocaine and antisepsis with chlorhexidine were used as pre-treatment and post-treatment included ice. Forty eight hours after the procedure, "the patient started with edema in the vertical lip lines.¿ edema described as persistent and evanescent occurring in different areas of the upper lip as well as ¿transient¿ and ¿migratory in different areas of the upper lip with lower intensity, like angioedema.¿ treatment with prednisone was given 2 days after injection and improved symptoms. Symptoms returned after dosage of prednisone was reduced. Treatment with ranitidine and fexofenadine were then given (about 3 weeks following symptom onset). The symptoms were alleviated but not completely resolved. It is in continuous observation. Healthcare professional later reported that edema also presented in the right upper eyelid. An additional antihistamine treatment of cimetidine was reported. Patient¿s clinical diagnosis was angioedema.